Event description:
It was reported that during a laparoscopic right colectomy, the device appeared to work properly. Post operatively, at least four days, the pt returned and a laparoscopy was done. When the incision was made for trocar entry, fecal matter spilled from the site. A laparotomy was performed and the anterior aspect of the anastomosis staple line had opened. The abdomen was irrigated to remove fecal matter and the surgeon completed the anastomosis that had broken down.

Manufacturer narrative:
Date sent: 07/08/2008. Info is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.